Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad and one resolute onyx des was implanted in the cx. Approximately 3 months post index procedure, patient suffered low gastrointestinal bleeding - activer arteria bleeding (unknown cause). Event was treated with blood transfusion. Investigator assessed that the event was not related to index device and possibly related to antiplatelets medication. Patient is recovered. Patient was taking clopidogrel and heparin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the event as bleeding complication, gi bleed <(>&<)> transfusion. Cec defined the event as barc type 3a. If information is provided in the future, a supplemental report will be issued.